Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the complaint of aching after revision. Patient's daughter supplied operative reports, exam and clinic notes, x-rays and x-ray reports, and a patient letter address to stryker for a (B)(6) 2017 left hip revision and a (B)(6) 2017 hip revision. In the letter, dated 14/july/2019, the patient states "for a very long time there was a soreness in the area along the path it [broken ring of constrained liner, portion migrated femorally] had moved down leg. Today it still aches a lot. The incision scar is so deep".